Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately 3 minutes and 35 seconds from 15:09 pm on (B)(6) 2017, which is sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 15:12 pm on (B)(6)2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 5 prior to this action were: ethanol concentration=85.2%, cycles=101, cassettes=3003, days=84. A user affirmed in the instrument software that the default concentration of 100% was to be set at 15:12 pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the first time in the final dehydration step of the "factory 2 hr xylene standard" protocol started in retort b at 17:33 pm on (B)(6) 2017; and was subsequently used for the second time in the final dehydration step of the "factory 8 hr xylene standard" protocol started in retort a at 18:31 pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Based on the information provided by the complainant, the sub-optimal tissue processing reported was derived from the "factory 2 hr xylene standard" protocol comprising 82 cassettes, which started in retort b at 17:33 pm on (B)(6) 2017 and completed at 19:42 pm on (B)(6)2017. Although not reported by the complainant, the facts suggest that the quality of tissue processing from the "factory 8 hr xylene standard" protocol comprising 27 cassettes, which started in retort a at 18:31 pm on (B)(6) 2017 and completed at 03:45 am on (B)(6) 2017, may also have been adversely impacted. Investigation of this complaint found that the instrument operated within specification during execution of both the "factory 2 hr xylene standard" protocol started in retort b at 17:33 pm on (B)(6) 2017 and the "factory 8 hr xylene standard" protocol started in retort a at 18:31 pm on (B)(6) 2017. The discrepancy between the measured ethanol concentration of 72.7% in bottle 5 and that calculated by the instrument software based on user input of 99.9%, indicates that a use error involving incorrect completion of the reagent in bottle 5 occurred between 15:09 pm and 15:12 pm on (B)(6) 2017.

Event description:
Leica biosystems received a complaint that "biopsies are very hard difficult to cut and doctors are complaining" following processing. The complainant also advised that the 100% alcohol appeared cloudy. Information from the complainant, which was documented by a leica application specialist - core histology (fss) on (B)(6) 2017, detailed that: "processing run completed with no errors. Cutting was difficult - tissue was hard. (Alcohol) was white - bottle was recently changed. The 2 hr xylene run in retort b (82 cassettes) overprocessed." On 05 october 2017, leica biosystems (B)(4) received information that all the cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable. On (B)(6) 2017, the fss visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable with the exception of bottles 3-5 inclusive. The measured ethanol concentration in bottles 3, 4, and 5 was 88.3%, 88.6%, and 72.7% respectively; and the calculated concentration was 70%, 70% and 99.9% respectively. The fss also recorded that bottle 5 (alcohol) was cloudy white; the station properties for bottle 5 (alcohol) were reset at 15:12 pm on (B)(6) 2017; the xylene bottles were clear with no visible signs of water; the wax chambers were clear with no visible signs of water; sediment was observed at the bottom of the chambers; residue was present in both retorts; bottle 6 (alcohol) was tinged slightly yellow and cloudy with formalin salts present at the bottom of the bottle. The fss replaced the reagent in bottles 5 (ethanol); 6 (ethanol); 12 (xylene); 12 (xylene) and 14 (xylene) were replaced and the quality of tissue processing using non-diagnostic samples were satisfactory.